Event description:
It was reported that approximately 198 months after a right total knee replacement procedure, the patient has experienced prosthesis wear and may require a future revision procedure. No further issues or complications were reported. Additional information indicated a revision occurred. Femoral knee debonding/loosening and periprosthetic osteolysis of internal prosthetic right knee joint reported. This is 1 of 2 reports for this event.

Manufacturer narrative:
D10: 204-04-44 - trapezoid tibial tray sz 4f/4t three peg patella. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.